Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical engineer reported that during a cataract extraction with intraocular lens implant procedure the system locked. There was no system message displayed. The surgery was completed using the same system and accessory. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed and attributed to the touch screen being out of calibration. The company representative re-calibrated the touch screen to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 14, 2007. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the touch screen being out of calibration. However, how that touch screen became out of calibration remains inconclusive. (B)(4).